Event description:
It was reported that prior to the generator change out procedure due to normal elective replacement indicator (eri), the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.